Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of leakage. A leak test showed no signs of leakage on any part of the device. No cause was identified, as no evidence of product malfunction was observed.

Event description:
It was reported that a large volume infusor back-flowed during filling. The unknown drug was observed to backflow through the filling port. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.